Manufacturer narrative:
A bent driveshaft and a stuck bit were found by the service technician during the device inspection. Based on the reported event, the driveshaft became bent as a result of being dropped at the customer¿s facility. The device was discarded by the manufacturer.

Event description:
It was reported that at the user facility a bit was found to be broken off in the synthes drill. It was reported that the event may have been caused by the technician dropping it. It was also reported that the bit was a non-stryker bit. No further information was provided by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility a bit was found to be broken off in the synthes drill. It was reported that the event may have been caused by the technician dropping it. It was also reported that the bit was a non-stryker bit. No further information was provided by the user facility.